Event description:
It was reported that during a pci procedure involving a lesion in the left anterior descending (lad) coronary artery, the quantum maverick monorail balloon ruptured. The balloon was being used to post dilate another manufacturer's stent. The balloon ruptured under rated burst pressure on the second inflation. The initial inflation wa to 6 atms. The procedure was successfully completed using the stent delivery balloon. No patient injuries or complications were reported. Patient status is reported as "good".

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. The manufacturing records for top assembly batch 5920196 have been reviewed and no issues or discrepancies were found. This records review confirms that the device met all material, assembly, and performance specifications. There are no similar complaints of this nature related to this batch number.